Event description:
It was reported by the patient that the pods cannula was bent and broke inside the patients skin. The patients blood glucose levels were at 130 mg/dl while wearing the pod for 4 to 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm that the cannula broke inside of the skin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The length of soft cannula was observed to be within specification. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended. The device was unable to be downloaded as communication could not be established with the device. Therefore, the device's bluetooth connection was allowed to reset by providing external power to the top battery and bottom battery for 80 hours. After 80 hours, communication could still not be established with the device. Inspection of the pcb found no damages. The exact cause of data loss could not be determined.